Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the device had a physical breakage, the foreign material could not be removed even with the correct reprocessing. The event can be detected by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system¿ describes the following warning. 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera duodenovideoscope had air/water flow issues. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The customer did not have any idea what the foreign material was or how it adhered to the scope. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no delay to starting precleaning, the scope was not immersed in a detergent solution, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the air/water supply and water removal ability did not meet the standard value due to clogging of the nozzle, the bending section cover adhesive was chipped, cracked and had a white clouded area, the forceps elevator touched the distal end cover and did not move smoothly due to damage on the forceps elevator, the forceps raising angle and raising angle of the guide wire did not meet the standard value due to wear of the forceps elevator wire, the adhesives around the objective lens had a white clouded area, the connecting tube was wrinkled, the adhesive around the light guide lens was peeled, the paint on air/water and suction cylinders were peeled, the forceps channel port was shaved, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.